Manufacturer narrative:
This incident is being reported due to being likely to cause or contribute to a death or serious injury. There was no indication of patient involvement with this incident. The subject bolt secures the leg shifting mechanism to the base of the lift. If the bolt breaks, it prevents the legs from remaining in a locked position, which may result in instability. It is unclear if the broken bolt resulted from wear, lack of maintenance, or a device malfunction. The rps350-1 user manual (part number 1078984-j) warns several times that the legs of the lift must be in the maximum open position and the shifter handle locked in place for optimum stability and safety. The manual also instructs: regular cleaning will reveal loose or worn parts, enhance smooth operation, and extend the life expectancy of the lift. After the first six months of operation, inspect all pivot points and fasteners for wear. If the metal is worn, the parts must be replaced. Repeat this inspection every six months. The device was manufactured by invacare suzhou which is no longer in operation. Due to the manufacturing location no longer being active the medwatch will be filed against the current manufacturing location for this device which is invacare invamex.

Event description:
The dealer reported the bolt between the legs of the base of a 9 year old lift broke off.